Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Functional testing was performed and passed. Pairing and calibration test was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The patient reported that while he was at work, his transmitter quit sending information to the receiver, he did not receive any alerts that it had quit working. He stated that he became incoherent and unable to walk and emergency medical services (ems) was called. His blood glucose per ems was 30 mg/dl, he was treated with an intravenous (IV) therapy and glucose via IV, transported to the emergency department and discharged later that afternoon. He reported that when he was able to look at his receiver, it displayed signal loss. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.